Manufacturer narrative:
The device was repaired and returned to stryker stock.

Event description:
It was reported that the loaner core impaction drill was heating up during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.